Event description:
The device was advanced up to the m1 segment of the middle cerebral artery and a stent device was being advanced over the device but the stent failed to cross the lesion. Both devices were removed from the patient and it was noted that approximately 18cm at the distal end had broken. A snare device was used to successfully retrieve the broken piece from the patient. The physician reported that no resistance encountered during the use of the device. There was no reported clinical consequence to the patient due to this event.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found that the device had separated 179.7cm from the proximal end, the nitinol tubing; core wire and platinum coil were all separated. No evidence of stretching was noted and from the condition of the core wire and the nitinol tubing it appeared the device was over torqued and then separated. Additionally, the nitinol tubing was partially broken 2.2cm from the distal end but had not completely separated and the core wire and platinum coil were still intact. An unknown substance was observed on the nitinol tubing just distal to the separation site and a black fiber was also found in this region. The substance and the fiber are believed to be related to the procedure. The polytetrafluoroethylene (ptfe) coating was noted to be scrapped off 32 cm, 69.8 cm, 75 cm and 77 cm from the proximal end. The ptfe coating appeared to have been scraped off by the torque device brass collet as the torque device was dragged down the guidewire. The directions for use warns that insufficient tightening of the torque device can result in damage to the ptfe coating so this is considered to be related to the use of the device and are not believed to be related to the reported event. Scanning electron microscopy (sem) was performed on the separation sites. The nitinol tubing from the distal side of the separation site showed little evidence of directional dimpling and the core wire from this side showed both directional and non-directional dimpling. The core wire from the proximal side of the separation also showed both directional and non-directional dimpling. It was concluded that due to the lack of stretching and core wire orientation as the separation surfaces that the separation was the result of torsional stress. Additional information indicated that the target lesion was 80% stenosed with calcification. Based on the information, it is believed that the 80% stenosed lesion with calcification limited device performance, resulting in the reported and observed issues. Therefore the probable root cause for the reported event is operational context.

Event description:
The device was advanced up to the m1 segment of the middle cerebral artery and a stent device was being advanced over the device but the stent failed to cross the lesion. Both devices were removed from the patient and it was noted that approximately 18cm at the distal end had broken. A snare device was used to successfully retrieve the broken piece from the patient. The physician reported that no resistance encountered during the use of the device. There was no reported clinical consequence to the patient due to this event.